Event description:
It was reported that during surgery, t1 deployed, but the suture didn¿t pop out; therefore, t2 didn¿t deployed. A back up device was used to complete the surgery. There was a surgical delay greater than 30 minutes. No patient injury was reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment confirmed the reported non-deployment as both ts remain on the delivery needle. The suture is slightly disorganized at the tip. The depth limiter has been trimmed to the surgeons desired length. The device was tested for deployment using a rubber meniscus model, each t deployed as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not bisecting the meniscal fragment during deployment. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.